Event description:
Philips received a complaint by the customer on the v60, indicating low o2 supply pressure. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the device had low oxygen pressure-- the device was restarted, but the issue remained. An authorized service provider (asp) engineer was dispatched onsite to evaluate and repair the device. Upon arrival, the asp engineer started the ventilator and confirmed the reported issue. The asp tested the central oxygen pressure per the service manual and discovered that the central oxygen pressure was below normal service pressure. After adjusting the central oxygen pressure, the asp verified that the device returned to full functionality. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
(B)(6).